Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced sodium, potassium and chloride electrodes to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erroneous ise (ion selective electrolyte) patient results with high anion gap values. There was no change in patient treatment in association with this event.